Event description:
Per dealer, the end user was repositioning himself in his chair when the right side backrest bracket snapped into pieces. No injuries reported by the dealer.

Manufacturer narrative:
Sunrise medical replaced both the left and right side backrest brackets under warranty. These replacement parts were sent to wheelchair medic on (B)(6) 2013 so that they could make repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.